Event description:
Secure-a-drug controlled substance waste containers by (B)(6) gather black, splotchy spots that looks like mold over time. This happens on the rim of the containers and in the liquid. (B)(6) claims this is normal and from the charcoal used to deactivate the medications, but it looks suspiciously like mold.